Manufacturer narrative:
Where lot numbers were received for the devices, the device history record were reviewed and found to be conforming. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It is reported, that a patient was implanted with a zimmer mmc, cup, uncemented, 56 mm/48 mm, code n on the left side. It is also reported that the patient was implanted on both hip side and that he was revised on unknown date due to unknown reasons. It is also unknown on which hip side the revision surgery was done. Note: this a bilateral patient, fro the right hip side case with number (B)(4) is filed.

Manufacturer narrative:
Updates: describe event or problem, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative as the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: it is indicated that the patient had bilateral hip problems and that at least one side was revised in 2013 due to infection/pseudotumor. However, it is unknown which side potentially was revised for which indication. Therefore, the left hip side is treated in this complaint (B)(4). For this left hip side, no clear indication for a potential revision surgery was given. The reported infection complaint (right side) is considered in(B)(4). Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - sterilization certificates were reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. No medical data such as x-rays, surgical notes or any other case-relevant documents received for the investigation of the case. Manufacturing quality record of the products show that released components met all the requirements to perform as intended. The gamma sterilization specification of the device certifies the suitability of sterilization. Further, it is not confirmed if the patient¿s left hip was revised or not. The available information do not indicate any specific event description which may have led to a revision surgery. That being said and based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A patient is pursuing a product liability claim. It is reported, that a patient was implanted with a zimmer mmc, cup, uncemented, 56 mm/48 mm, code n on the left side. It is also reported that this the patient was implanted on both hip side and that he was revised on unknown date due to unknown reasons. It is also unknown on which hip side the revision surgery was done. Note: it is indicated that the patient had bilateral hip problems and that at least one side was revised in 2013 due to infection/pseudotumor. However, it is unknown which side potentially was revised for which indication. Therefore, the left hip side is treated in this (B)(4). For this left hip side, no clear indication for a potential revision surgery was given. The reported infection complaint (right side) is considered in (B)(4). As the date of incident is unknown, this field is empty.